Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4) physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
While reporting an unrelated patient event, the customer indicated that their device had lost power on a previous patient event. The customer did not provide any additional information on the loss of power or the patient who was involved. There was no report of any adverse effects to the patient during this reported issue.